Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead had dislodged which resulted in loss of capture. The lead dislodgement also caused the patient discomfort due to phrenic nerve stimulation from the electrodes. The lead dislodgement was confirmed by fluoroscopy. The lead was not used and replaced during the procedure. The patient was in stable condition.